Manufacturer narrative:
A review of the DHR was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2014 navilyst medical complaint report was reviewed for the xcela pasv PICC product family and the for the failure mode "leakage" valve/blood back "up" (B)(4). This does not constituted an adverse trend. Without receiving the device for evaluation the root cause of the reported event is unable to be determined. Manufacturing process controls for the valved PICC device include dimensional inspection of the cut gasket and the gasket slit length, as well as verification that it is centered correctly in the valve housing. Each valve is then 100% infusion and aspiration tested to ensure that the valve will open and close at the required pressures. The directions for use included with the device provides guidelines for the preferred method for blood sampling, as well as recommended flushing procedure.

Event description:
Hospital reported that an indwelling PICC was removed from a pt bc "blood kept backing up in to the line." A new PICC was then placed. The pt's condition was unaffected by the event. The used catheter was discarded at the hospital.